Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only a picture showing a needle tip bent. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results during production of the two needle raw material batches used in this product was 12.85 nxcm in minimum and fulfilled specifications (minimum bending strength specification for this needle: > 11.7 nxcm). As stated in the instructions for use of the product, "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking." Final conclusion: in spite of receiving a picture showing a defective sample, without samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that when the doctor inserts the needle into the patient, the needle does not go through but is bent. When did the failure occur: during therapy. Additional information has been requested.